Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, during a dermolipectomy and nasoplastia procedure, the thread of the suture broke immediately before use. The product never came into contact with the patient because the wire broke when it was removed from the sterile packaging. Another suture from the same lot number was used to complete the procedure. There is no patient injury.